Event description:
Patient arrived to emergency room unresponsive. Fingerstick blood sugar via accucheck inform glucose monitor result of 93. Saline lock started and blood drawn for lab. Lab blood sugar 32. Emergency room staff concerned about difference in blood sugar results. Lab's point-of-care coordinator sent accucheck inform monitor to roche to be checked out. Lab's point-of-care coordinator feels difference can be explained by the emergency room finger stick being a capillary draw, while lab result from blood drawn from a saline lock.